Event description:
The patient experienced withdrawal; symptoms included flu-like symptoms and lack of pain relief. The patient presented to the emergency room. The pump hadn't been working for 'awhile'. At least 2 motor stalls were confirmed in the pump logs. A rotor study was done (date and results not specified). The patient was admitted to the hospital. The pump was replaced. The pump was used to administer dilaudid or dilaudid and clonidine. The hcp reported the patient outcome as 'no injury'.

Manufacturer narrative:
On 02/12/2009, the pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.